Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, front panel light-emitting diode was continuously glowing due to faulty zz printed circuit board. In addition, faulty dr and dp board resulted in an e105 and e300 communication errors. Lastly, heavy rusting on the components of the cm board was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the video system center display an e-300 error. The event occurred during preparation for use. During a standard service inspection of the customer returned device, printed circuit board failure was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "e300 error" and "e105 occurs" was estimated to have occurred due to a "dp" circuit board failure. The cause of this failure could not be further determined. The suggested phenomenon of "the front panel blinks" was estimated to have occurred due to a "zz" circuit board failure. The cause of this failure could not be further determined. It was deemed possible that that the observed rust on the dp board could have been prevented via the instructions for use (IFU): ·store the equipment in the level position in a clean, dry, and stable location. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected data: e1 e2, e3, g2 (added health professional) and g3 (the aware date (g3) for the initial MDR for (mw 74278) is 30dec2022 and not 03jan2022 as initially reported). This supplemental report is submitted to provide additional information and applicable corrections.

Event description:
There was no patient involvement.

Manufacturer narrative:
See b5.

Event description:
Additional information was received regarding the event: the event occurred during the general routine inspection and does not involve any procedure or patient.